Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged severe sleep apnea, severe cardiac issues. The patient also has crt-d unit implantation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged severe sleep apnea, severe cardiac issues. The patient also has crt-d unit implantation. The patient experienced the sinus infections and taken antibiotics for the sinus infections. Customer had a defibrillator pacemaker. The reported event and its severity were reviewed by the manufacturer's clinical expert. This event of defibrillator pacemaker placed is assessed as not related to the device in this case. The customer experienced sinus infections. Further, this event is assessed as labeled and predicted. Based on the available information, the manufacturer concludes that no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been added and type of investigation, investigation findings and investigation conclusions have been updated. Section d1, d4, h4 has been corrected / updated in this report.